Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located at the severely tortuous and severely calcified mid to distal right coronary artery (rca). A non-bsc guidewire was used to cross the lesion. After, a 2.25mm x15mm emerge balloon catheter was advanced to the target lesion and pre-dilation was performed. An attempt was made to advance the 3.5mm x 20mm liberte stent to treat distal rca however, it came into contact with the calcification at mid rca and was unable to cross the lesion. The device was exchanged with a 4.0mm x 20mm liberte stent. As the device was advanced to the mid rca, resistance was encountered. The device was then removed and the stent strut was found to be lifted. The procedure was completed using a 4.0mm x 24 mm liberte stent deployed in the mid rca. The distal rca will be treated at a later date. No patient complications were reported and the patient's status was good.